Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the device was used for a fracture of the proximal humerus in combination use with multiloc humeral nailing system. The surgeon took much longer time for drilling at the distal part than usual during the surgery because the two drill bits were blunt. There was reporting of a surgical delay but exact time is unknown this report is 2 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Without a lot number the device history record review and the investigation could not be conducted; no conclusion could be drawn, as no product was received. The lot 7918878 does not match to article (B)(4). Lot 7918878 does match to article (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.